Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported an intraocular lens with glistening. No reported medical or surgical intervention. The device was not returned for analysis.